Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the reported complaint. The fse reviewed error list and found no suspicious error point to any node. The fse checked the function of the universal surgical manipulator (usm) and they were normal. The system was tested without any further issues. No parts were replaced. System is ready for use.

Event description:
It was reported that during a da vinci-assisted urology surgical procedure, that the universal surgical manipulator (usm) could not be controlled during the procedure. Prior to contacting an intuitive surgical, inc. (Isi) technical support engineer (tse), the site pressed the clutch button and the issue disappeared. Tse asked which error or message prompted the call. The caller replied that there was no error and requested follow-up. The procedure was completed with no reported injury.